Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited several isolated pace impedance measurements greater than 2,000 ohms upon review of stored measurements during routine follow up. Previous tests to recreate the increased measurements were unsuccessful and x-ray was unremarkable. Subsequent pace impedance measurements were stable and within normal limits as were r-wave and pacing threshold measurements. Boston scientific technical services (ts) provided suggestions for additional testing and management pending physician discretion. No adverse patient effects were reported. This system remains in service.